Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the right ventricular pace/sense port of the device was exhibiting noise and the device was re-attempted to be connected again. However, it would show constant noise and possible set screw issue was suspected. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.